Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump and provided information on how to perform a pump reset. After the reset, the customer was able to continue using the pump without further issues and resumed insulin therapy. It was advised that the customer call back if the malfunction occurs again, which the customer acknowledged and understood.